Manufacturer narrative:
Correction for removal of b2 life threatening, updated complaint summary and coding. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated by the health care professional (hcp). Technical services (ts) walked the hcp through troubleshooting steps including hovering the programmer wand above the device in a circular motion. Multiple attempts were made which were unsuccessful. Additional information revealed this pacemaker was at end of life (eol). Due to the eol settings causing exacerbation of this patients heart failure possibly induced by loss of av synchrony, this patient underwent an urgent device change out procedure. A new device was implanted and remains in service. It is unknown if this pacemaker will be returned or not as the field representative had no further information. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated by the health care professional (hcp). Technical services (ts) walked the hcp through troubleshooting steps including hovering the programmer wand above the device in a circular motion. Multiple attempts were made which were unsuccessful. Additional information revealed this pacemaker was explanted due to normal battery depletion (nbd). The battery was at end of life (eol) and this patient underwent an urgent change out due to heart failure, possibly induced by loss of av synchrony. A new device was implanted and remains in service. It is unknown if this pacemaker will be returned or not as the field representative had no further information. No additional adverse patient effects were reported.